Event description:
During urinary stress incontinence -vaginal- surgical procedure, tvt secure device was placed. When attempt was made to tighten the device, the band broke. Incision was necessary on left side to remove the device. Future return to surgery will be necessary for marshall-marchetti repair.